Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the helix would not extend even after the fixation tool was turned up to 50 times. No adverse patient effects were reported. This rv lead was not implanted and was returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, initial analysis found that the lead had fractured.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The complete lead was returned with the stylet fully inserted into the lumen. The helix was fully retracted and blood was noted on the helix, the helix housing and in the neck region of the lead. An x-ray of the lead confirmed a fractured inner conductor coil at the distal end of the terminal pin. Crimp sleeve was not in the correct position over the inner coil and insulation in the terminal pin. Destructive analysis was then performed and it was discovered the presence of medical adhesive in a portion of the helix mechanism, lumen and on the insulation. Laboratory analysis concluded that the medical adhesive on the lead's insulation may have contributed to the difficulties with the helix extension/retraction and eventually resulted in the fracture of the inner coil.

Manufacturer narrative:
(B)(4). Detailed analysis is currently ongoing to determine root cause. Once analysis is completed, this report will be updated.